Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument's pin fell out. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the instrument was not used on the patient. The customer used a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip pin dislodged at the distal end. The grips pin was returned with the prograsp forceps. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.